Event description:
The report received from the (B)(6) study indicated that the patient was enrolled in the study and experienced an ischemic stroke after the study index procedure. The onset of symptoms was gradual and was characterized by: left hemiparesis/hemineglect, behavioral change, and (both) visual filed loss. The recovery was partial, with major residual and left babinski present. The event was reported to be related to the study procedure and was not related to a cordis product or the patient's anticoagulation. The patient had two (2) precise stents implanted in the right internal carotid artery (rica) target lesion during the study index procedure in overlapping fashion: an 8 x 20 and an 8 x 40. The patient was noted to have a type b dissection after pre-dilation with an unknown balloon catheter. The final dissection grade was 0. The patient was discharged five days after the procedure. Attempts to obtain additional information have been unsuccessful. The patient was asymptomatic for the index procedure. The rica target lesion was reported to be: a 95% stenosis, 39 mm length, 5 mm reference diameter, mildly calcified, and mildly tortuous. A 7 mm angioguard embolic protection device was used for the procedure. The residual stenosis was 15%. Additional information obtained indicated the following: the lesion was pre-dilated with a cordis aviator 5 x 40 balloon catheter-atm unknown. The resultant type b dissection was not flow-limiting but a (vessel) leak was noted. A second precise stent was implanted, but not as a bail-out.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of three products used during the same procedure. Please reference MFR. Report # 9616099-2010-00325, # 9616099-2010-00326, and #9610978-2010-00091.

Manufacturer narrative:
The report received from the (B)(4) study indicated that this patient had two overlapping precise stents implanted in the right internal carotid artery (ica) and had an ischemic stroke after the index procedure. Onset was sudden with partial recovery with major residual. Additional information obtained indicated that a type b dissection with leak was noted after predilation with an aviator balloon catheter. At baseline, the (B)(6) male was asymptomatic with a medical history of hyperlipidemia, CABG, history of smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease, and hypertension. Nih and stroke score were 0. The ostial right ica target lesion was reported to be a 95% stenosis, 39 mm in length, with a 5 mm reference diameter, mildly calcified, and mildly tortuous with no thrombus. A 7 mm angioguard embolic protection device was used for the procedure and was successfully deployed and retrieved without technical problems or associated major adverse events. The lesion was pre-dilated with a 5x40 aviator balloon catheter at unknown atmospheres. It was reported that the lesion was resistant to angioplasty. The resultant type b dissection was not flow-limiting but a (vessel) leak was noted. An 8x40 precise pro rx and 8x20 precise pro rx were implanted in an overlapping fashion. It was indicated that the first precise was implanted at the target lesion with no stent malfunction or associated major adverse event and that the second precise was implanted at the target lesion for treatment of the target lesion and overlapping stent with no stent malfunction or associated major adverse event. In addition it was reported that the second precise stent was not implanted as a bailout. There were no neurological deficits when the patient left the angiography suite. It was indicated that the patient had a neurological event on the same day as the procedure. The onset of symptoms was gradual and was characterized by left hemiparesis/hemineglect, behavioral change, and (both) visual filed loss. The recovery was partial, with major residual and left babinski present. The event was reported to be related to the study procedure and not related to a cordis product or the patient's anticoagulation. Nih stroke scale score was documented as 16 and stroke score 4. Antiplatelet therapy included pre, intra and post procedure and discharge clopidogrel as well as pre and post procedure and discharge aspirin. Five days after the procedure the patient was discharged to a rehabilitation facility and then discharged home. No additional information is available. (B)(4): the product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r0109528 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. One (1) unit was rejected during the final assembly of this lot. The DHR review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot r0109528. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no information regarding the inflation pressure used when pre-dilating the carotid artery lesion with the aviator balloon; however, it was reported that the lesion was resistant to angioplasty. Vessel/lesion characteristics and procedural factors may have contributed to the event. Based on the available information, there is no indication that the dissection is related to a device design or manufacturing issue; therefore, no corrective actions will be taken. This is one of three products used during the same procedure. Please reference MFR. Report # 9616099-2010-00325, # 9616099-2010-00326, and #9610978-2010-00091.